Event description:
Pt received MRI of the pituitary in 2008. Her right arm was wrapped in a sheet so not to rub against MRI machine. Pt was given general anesthia. After MRI completed pt taken back to her room where she complained of being burned and had two blisters.